Event description:
A 24 mm diameter x 14 diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unk. The vessels were small, frail, moderate toruosity and moderately calcified. It was reported that the physician encountered difficulty advancing the stent graft to the intended placement site. It was reported the physician had inserted and removed the stent graft three times. Upon removing the stent graft on the third time 2 cm of the stent graft were exposed when the safety clip came off of the delivery handle. The case was completed with an open surgical repair. No clinical sequelae were reported, and the status of the pt is unk.